Manufacturer narrative:
One tfcc fast fix was returned for evaluation. Visual assessment of the device confirmed no ts or sutures remain on the delivery needle and were not returned for examination. The actuator is protruding out of the distal end of the delivery needle. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a wrist surgery after t1 was deployed, the internal rod did not retract, causing a simultaneous deployment. An open surgery was performed to retrieve t2 and the suture material was removed from the joint space. No significant delay was reported. A back up device was available to complete the procedure.